Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal lioresal 500mcg/ml via an implantable infusion pump. Indication for pump use was intractable spasticity and multiple sclerosis. The patient had not received effective therapy since device implant on (B)(6) 2011. The therapy did not end up being as effective as the trial due to clonus. The lack of effect was not for reasons related to the pump. The pump had been stopped ¿for a month or two¿ and the hcp permanently turned the pump off on (B)(6) 2016. Additional information was requested regarding drug information, patient medical history, clarification of the clonus, diagnostics performed, and explant status. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider who indicated the baclofen was ineffective and the pump was turned off. No additional information was provided.

Event description:
Additional information was received from a healthcare provider. The pump was stopped on purpose due to the patient's other medical issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.